Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28aug2020.

Event description:
It was reported to philips that the device had a battery failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4: 25sep2020. B4: 28sep2020. The device was being tested when the reported event occurred, there was no delay in therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22sep2020. B4: 22sep2020. An authorized service personnel(asp) was dispatched to the customer site and it was determined that the battery needed to be replaced to return the device to working condition. The asp replaced the battery to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.